Event description:
It was reported that one of the parts of the connector of a minicap transfer set came loose. This was described as the part ¿that attaches the extension tube to the system came loose¿(female connector). This was identified during a patient checkup during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b7: other relevant history: ni (previously submitted as the transfer set was placed on the patient on (B)(6) 2026). Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.